Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(6). Batch: 7274869. UDI: (B)(4).

Event description:
It was reported that in the middle of spinal cord stimulator trial, the patient had to go at the emergency room due to breathing problems. The patient was doing well.